Manufacturer narrative:
Event is now reportable for serious injury. Concomitant medical products: product ID: 3389s-40, lot# va1hl2h, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the low resistance was seen on (B)(6) with no encephaledema seen through tests. Four different models were taken including opening the deep brain stimulation (dbs) stimulus at the right side, open dbs stimulus at the left side, open dbs stimulus at both sides, and closed stimulus at both sides. During this it was found that when the left side of stimulus is turned on the patient sometimes feels "chest suck" and left limb over-current numbness. On (B)(6) the connection between the implantable neurostimulator (ins) and extension reconnected with no abnormalities in appearance seen on the device as the electrode contact was dry. Two tests were performed during the procedure which showed the resistance as normal, so stimulus was started and the numbness disappeared. However, another test was taken on (B)(6) which showed that the resistance was still low. The lead remains implanted and the low resistance issue has not been resolved, with the cause of the event unidentified. The patient will follow up in 3 months and have the impedances tested again. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there was low resistance of the left electrode. Intervention was done and the patient was recovered/resolved on (B)(6) 2018.

Manufacturer narrative:
Evaluation codes updated to comply with FDA coding guidance changes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study via a rep listed the following impedance values, including both low bipolar and high unipolar impedances. All impedance abnormalities resolved in (B)(6) 2018. The patient was discontinued from the study. Values on (B)(6) 2017 at 0.7 amplitude: 10 <(>&<)> 11 199 ohms 8 <(>&<)> 10 175 8 <(>&<)> 11 156 8 <(>&<)> 9 185 9 <(>&<)> 10 154 9 <(>&<)> 11 206 values on (B)(6) 2017 at 3 amplitude: 10 <(>&<)> 11 36 ohms 8 <(>&<)> 10 34 8 <(>&<)> 11 33 8 <(>&<)> 9 34 9 <(>&<)> 10 32 9 <(>&<)> 11 36 c <(>&<)> 10 231 c <(>&<)> 11 229 c <(>&<)> 8 230 c <(>&<)> 9 230 values on (B)(6) 2018 at 0.7 amplitude: 10 <(>&<)> 11 29 10 <(>&<)> 11 30 9 <(>&<)> 10 80 9 <(>&<)> 11 99 c <(>&<)> 2 2148 c <(>&<)> 2 2129 c <(>&<)> 3 2582 c <(>&<)> 3 2546.

Manufacturer narrative:
Continuation of d11: product ID 3708660 serial# (B)(6) product type extension. Product ID 3389s-40 lot# va1hl2h implanted: (B)(6) 2017 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the event resulted in hospitalization/prolongation of existing hospitalization from (B)(6) 2017 to (B)(6) 2017. The etiology was considered possibly related to left ins, extension, and lead. The device was reprogrammed and the outcome was considered recovering/resolving.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40, lot# va1hl2h, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator parkinson's disease. It was reported that there was low resistance on the left electrode that could have led to a serious injury. The lead was noted as related to the event. No symptoms were reported and no further complications were reported/anticipated.